Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During knotted suturing on the skin, the needle broke about 2mm from the tip. The fragment was found on the floor. There was no adverse consequence to the pt.

Event description:
Reporter alleged obtaining the results of 554 mg/dl and 198 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 14 units of novolin based upon the results obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer returned 2 lot numbers of strips, 207248 and 207256. Unable to determine which lot was used in the complaint. The evaluation results for both lots were the same, so the results are being submitted.